Manufacturer narrative:
The actual device was tested by a 3rd party service provider on (B)(6) 2020. No issue was found with the air-in-line alarm. The device was tested to meet all specifications. The reported issue couldn't be confirmed.

Event description:
On 12/16/2020, a distributor of zyno medical reported a complaint. A medical supply company representative contacted the distributor on 11/17/2020 and reported that pump 500018 had air in the line that got all the way to the patient. The representative stated that the patient was not injured, or harmed. The device operator was a registered nurse. The medication being infused was unknown. The distributor also reported that they did follow up with the customer and at no point did the customer indicate there was an injury. On 12/16/2020, zyno medical received a letter from FDA regarding the same complaint. In the voluntary event report (mw5098013) attached to this letter, the customer reported event report type (h 1) as "serious injury" and event outcome (b2) as "required intervention". The event description is "the nurse caring for the patient went to check because she had not heard it alarm to find air in the line. IV pump had been infusing and when it was complete, it did not alarm. Air was in line and was all the way to the patient. It was unknown how much air the patient received. Physician examined patient and patient was discharged home without any adverse effect. " note that on the voluntary event report, there was a typo for the pump serial number "(B)(4)", which should be "sn: (B)(4)."